Event description:
It was reported that a pt underwent a left inguinal herniorrhaphy on an unk date. During use of the needle through the deep tissues near the public tubercle, the needle broke, leaving about 80% of it behind. Despite good knowledge of its location, a lot of dissection was performed without finding the needle. Subsequently, anterior posterior (ap) and lateral x-rays were obtained which showed the needle to be very superficial, almost below the skin. Despite the x-rays and persistent and prolonged exploration, the needle could not be located. There is no intentions of re-exploring the area to obtain the needle.

Manufacturer narrative:
(B) (4): conclusion code: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted, and the batch met all finished goods release criteria.